Manufacturer narrative:
An event of developing an infection of the inguinal puncture site was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
Clinical information: crd_964 - catalyst ide study, patient site ID: de3998 - 10090 (r818431601). It was reported that on (B)(6) 2023, a 12f amplatzer amulet delivery sheath was used for the implant of an amplatzer amulet occluder. The patient was consciously sedated for and administered heparin for procedure. The patient had a minimum activated clotting time (act) level of 288 seconds and a max act of 294 seconds. The access site for the procedure was through the patient's right femoral vein and was done under ultrasound guidance. The vascular site was closed using a figure of 8 stitch. On (B)(6) 2023, it was noted that the patient was hospitalized due to developing an infection of the inguinal puncture site. The decision was made to administer the patient antibiotics.